Event description:
A report was received that the patient was experiencing discomfort and pain at the pocket site due to ipg migration. The patient will undergo a pocket revision wherein the ipg will be moved to a different location.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the battery was replaced per physician¿s preference. The patient was doing well following the procedure. The explanted ipg was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient was experiencing discomfort and pain at the pocket site due to ipg migration. The patient will undergo a pocket revision wherein the ipg will be moved to a different location.

Event description:
A report was received that the patient was experiencing discomfort and pain at the pocket site due to ipg migration. The patient will undergo a pocket revision wherein the ipg will be moved to a different location.

Manufacturer narrative:
Additional information was received that the patient will not undergo pocket revision as of this time due to non device related medical issues.